Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site:3003442380.

Event description:
It was reported that patient faced high blood glucose level event 30-march-2026 and treated with insulin pump.